Manufacturer narrative:
As reported, the patient experienced chronic pain, nerve damage, testicle and spermicidal cord pain post implant of the bard/davol 3dmax mesh. The information provided is limited to the maude event report. Contact information was not provided, therefore, we are unable to request additional information. Based on the information provided to date, no conclusion can be made. No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Not returned - remains implanted.

Event description:
Per maude event report (mw5105462): "I have chronic pain from nerve damage from 3dmax inguinal hernia mesh. I have testicles and spermicidal cord pain too."